Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the stapler device malfunctioned. It was noted after the patient had to return to surgery that the gia stapler had pulled apart, causing leakage of the small bowel contents. The device was used in a colectomy surgery. The patient was ultimately re-hospitalized, and intervention was required to preclude further impairment or damage. Additional information has been requested from the account to further determine what happened.